Manufacturer narrative:
The sodium and chloride electrode lot numbers were not provided. A field service engineer (fse) determined that the dilution cup was dirty and cleaned it. There were no issues noted after cleaning. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable sodium electrode and chloride electrode results from the cobas pro ise analytical unit. The initial sodium result was 154.7 mmol/l, and the repeat result was 152.6 mmol/l. The sample was sent to a different lab and repeated on a cobas pure, with a result of 142 mmol/l the initial chloride result was 114.9 mmol/l, and the repeat result was 112.8 mmol/l. The sample was sent to a different lab and repeated on a cobas pure, with a result of 104 mmol/l the initial results were repeated because the doctor questioned the high results.